Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly was returned for evaluation. On visual evaluation, it was found the device remain un-opened and appeared to have a foreign material on the trocar tip. And it was noted that the aperture was received partially open. Therefore, the investigation is confirmed for the reported foreign material issue as it was noted that the foreign material on the trocar tip. One electronic photo was provided and reviewed. The photo shows the unopened unit package of device where little foreign material can be noted on the trocar tip of the needle. Therefore, based on the photo review, the reported foreign material issue can be confirmed as a foreign material can be noted on the trocar tip. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided breast biopsy through fibroadenoma tissue, the device allegedly had foreign material. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2021).

Event description:
It was reported that prior to an ultrasound guided breast biopsy through fibroadenoma tissue, the device allegedly had a foreign material. The procedure was completed by using another device. There was no patient contact.